Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is alleging a deficiency against the components, but the nature of the deficiency is unk at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.